Manufacturer narrative:
Failure analysis noted the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had intermittent buttons response due to corroded keypad traces. No moisture damage found one electronic assembly or motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. Customer's blood glucose was 152 mg/dl. She stated the insulin pump had fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.